Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that on (B)(6) 2023, a revision surgery was performed for an rfna case due to a screw backout. One proximal 5.0mm ap screw (40-42mm) had backout on the proximal part of the nail. The 5mm locking screw was about 2cm off the bone. The nail was implanted in s(B)(6) in addition to a va distal femur plate laterally and a philos plate placed medially. Additional imaging and a revision surgery were required to replace the loose screw. This report involves one locking screw for im nail ø 5mm/ 42mm/ xl25/ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D6a: implantation date was an unknown day in (B)(6), 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.